Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Device detached in the aneurysm.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils. During the procedure, the physician met resistance while advancing the smart coil from the sheath. However, the physician successfully detached the smart coil in the aneurysm. There was no report of an adverse effect on the patient.